Event description:
It was reported that a insertable cardiac monitor was unable to be interrogated via bluetooth telemetry. Further information was requested but not received.

Event description:
New information received notes that the insertable cardiac monitor (icm) was unable to be interrogated as it was voluntarily removed by the patient on an unknown date, and it was confirmed via chest x-ray that it was not implanted anymore. A replacement icm was implanted on (B)(6)2026. There were no further patient consequences.